Manufacturer narrative:
Further information was requested but was not received.

Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the atrial lead exhibited noise. The atrial was subsequently capped on (B)(6) 2026. The patient remained stable throughout the procedure.